Event description:
In 2010, the patient/layperson complained that a blood glucose result with his onetouch ultra2 meter had been inaccurately elevated, and alleged that after the reported issue it resulted in symptoms suggesting low blood glucose. The patient had no control solution for troubleshooting. The specialist obtained additional information four days later. The patient had injected lantus around 9:00 p.m two weeks ago; however, he does not recall the amount, the blood glucose result, or whether he also took a gluconorm tablet. The next morning, at 9:29 a.m., the patient tested, result "11.9 mmol/l." The patient denied having symptoms of either high or low blood glucose at that time. The patient then injected 34 units lantus (total of 8 extra) and took a 2mg gluconorm tablet (repaglinide) based upon the result. The patient's lantus is based upon carbs and meter results, and the gluconorm is based upon elevated blood glucose results (specific results not provided). It is a new regime for the patient. Thirty minutes later when the patient allegedly began to have "low symptoms", he tested again at 10:47 a.m., result of 4.9 mmol/l. The patient described symptoms as nausea, weak, dizzy. After drinking juice to feel better, the patient's blood glucose had increased to 11.9 mmol/l by noon. Although the patient also takes januvia once a day as part of a study, it is unknown when he may have taken his medication. Because the patient alleged he experienced low blood glucose after injecting extra insulin and taking oral medication based upon a reportedly inaccurately high blood glucose reading, the complaint is reported. Although no medical intervention from an hcp or other person was required, the patient self treated to alleviate the symptoms. The representative replaced meter, strips and control solution.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.